Manufacturer narrative:
(B)(4). Retrospective review of complaints. This has been determined to be reportable.

Event description:
Hca was transferring resident with a liko sabina lift sit to stand lift and noticed the lifting hook was loose. There was no problem with the function of the lift and the transfer did not have any problems. No injuries were alleged.